Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the reported issue was able to be seen by analysts. The main board was missing in the returned device. This was determined to be caused by the customer. That the customer removed the board and was requesting a replacement. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump needs a new board. There were no reported adverse events.